Event description:
Emergency medical service personnel were routinely monitoring a pt during transport. Allegedly the device displayed a continuous "connect leads" message and a flatline. All electrode/cable connections were checked and a reason for the message could not be discerned. There were no adverse effects to the pt reported as a result of the alleged malfunction.